Manufacturer narrative:
Investigation of allset gold ssp hla-drb3, 4, 5 high res kit - 10, catalog #54080d, lot #006 1383656 is on-going.

Event description:
Customer is reporting issues involving allset gold drb345 item #54080d. No lot information is available from customer, however, the customer order lists lot 006 1383656. The customer was using the kit to resolve a luminex ambiguity of drb4 01:01:01/03/06, which resulted in a no type. Results contained positives in lanes 24 and 31. No customer gel images were submitted. A drb4 01:01 requires lanes 24, 26 and 31 to be positive; drb4 01:03 requires lanes 24, 27 and 31 to be positive. So potentially lane 26 or 27 are false negative. Customer has repeated the test with this sample and obtained the same result. It was reported that a second sample has the exact same issue, although no further information was given regarding this second sample, (B)(4).